Event description:
It was reported that during post operation check, intermittent atrial undersensing was noted. The pulse generator was reprogrammed and remained implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).